Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the biopsy channel and suction cylinder was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the suction function of the subject device did not work during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material came out of the distal end of the device and residual liquid or foreign material came out of the suction cylinder. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material came out of the distal end of the device due to clogging of the channel caused by insufficient cleaning and residual liquid or foreign material came out of the suction cylinder. The foreign material could not be identified. The reported issue (no suction) was confirmed during testing. Suction was weak due to the channel being clogged. In addition, the adhesive on the bending section cover was detached, angulation in all directions was insufficient and there was play in the angulation knob due to wear on the angle wire, and the up/down knob could not be locked securely due to wear on the forceps elevator lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.